Manufacturer narrative:
Hamilton medical ag received a complaint about a hamilton-c1 device. According to the logfiles te 232003 (paw sensor defect) alarmed. This record contains no information about the circumstances. It is unknown whether the problem was identified during ventilation or not. Attempts have been made to obtain information, and nothing has been provided. The logfiles received do not cover the reported date of event (B)(6) 2024. According to the event log te 232003 (paw sensor defect) was alarmed on (B)(6) 2024. Based on the lack of information, no conclusion could be raised. Reasonable effort to get information was conducted.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: technical event:232003 paw sensor defect no health consequences or impact. No information about patient involvement reported.